Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 157451: 25 items manufactured and released on 26 april 2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, 11 items of the same lot have been already sold without any similar reported event. Not available.

Event description:
During surgery the poly would not seat into the tibial baseplate. The surgeon attempted to seat the poly for 25 minutes with no success. The surgeon used a secondary poly which seated properly with no issues. The surgery was completed successfully. The poly is not available, the hospital disposed of it.